Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 2.50x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Most of the stent had been stretched distally. The 4 most proximal stent strut rows were undamaged and crimped in place. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross the previously implanted stent. However, when the device was removed, the stent struts was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross the previously implanted stent. However, when the device was removed, the stent struts was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.